Event description:
It was reported that several days after a routine follow up visit, the patient experienced several syncopal episodes. The right ventricular (rv) lead exhibited high impedance, unstable thresholds and noise, as well as a possible fracture. The device was reprogrammed to try to resolve the lead issues but was unsuccessful. This rv lead was capped and new rv lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: sedr01 implantable pulse generator 2008 (B)(6). (B)(4).